Event description:
It was reported by the hospital nursing personnel that they experienced an issue with the model 9520. They reported that while using the device the port had detached from the set. The initial reporter indicated this issue has occurred previously but did not have specific details. For this one occurrence, the fluid being delivered was insulin. There was no spillage or user contamination reported, and no patient complications or impact reported. The hospital was unable to return the actual device sample. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.